Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had damage to the pump, reporting that she was in the shower and her pump dropped and now its not working. It alarmed with a pump error and the screen is flashing black, but also shows cracks. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the pump does show physical damage and the damage to the battery compartment of the pump. Advise customer that serialized device needs to be replaced, the customer to discontinue pump use and revert to backup plan as per hcp instructions and the pump will be returning for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. Pump failed sleep current measurement due high current reading, problem isolated to moisture damage on the lcd flex connector (pcba 1). Pump failed active current measurement due to high current reading, problem isolated to moisture damage on the lcd flex connector (pcba 1). Pump received with original battery cap and observed that the metal contact was detached from battery cap. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected alarms noted during testing; however, battery removed on 02/28/2023 at time 17:51:59.000 and failed battery test on 02/28/2023 at time 17:51:54.000. Verified the pump alarmed pump error 54 on 02/28/2023 at time 17:46:39.000 due to hardware anomaly possibly caused by moisture damage. Verified the pump alarmed pump error 53 on 02/28/2023 at time 17:46:39.000 due to hardware anomaly possibly caused by moisture damage. Verified the pump alarmed pump error 39 on 02/28/2023 at time 17:53:08.000 due to moisture damage on the motor. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, cracked case (battery tube), and pillowing keypad overlay. Cosmetic damage confirmed at the battery compartment. Blank display not observed during analysis. Blank display not confirmed. Battery cap missing/damaged confirmed due to detached metal contact. Unexpected powe loss confirmed due to moisture damage on the lcd flex connector (pcba 1). E/a alarm unspecified not confirmed. Pump exposed to moisture confirmed on the pcba 1, pcba 2, and motor. Pump error 54 confirmed due to hardware anomaly. Pump error 53 confirmed due to hardware anomaly. Pump error 39 confirmed due to moisture damage on the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.